Event description:
It was reported that during a ¿tbc¿ the stapler jammed during use. The surgeon was unable to open the device. Opened a like product to proceed. No adverse event to patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were any staples deployed or cut line started prior to the device jamming? If yes was the cut line and staple line equal? - no. Did the device eventually open so it could be removed from the tissue? If no, how was the device removed from the tissue? - yes. Was there any damage to the tissue? If yes, how was this resolved? - no. What color cartridge was being used? ¿ green cartridge. On which firing did the event occur?] ¿ 2nd firing. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Results: premature sled movement. The device was received for analysis with no visual non-conformances and with an cartridge loaded on the device. The cartridge reload was received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.